Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that repeatedly, a driver has failed during use on a patient. In this case of a trauma resuscitation. A back-up driver was available to place the io-access.